Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vns patient was having challenges with depression. No further information relevant to the event has been received to date.

Event description:
Information was received from the office of the epileptologist. They are unable to comment on the patient's depression as the patient sees a different physician for her depression. The patient takes cymbalta for depression.